Event description:
Complainant alleged that during biomed testing, the device¿s defib output was incorrect. With 30 joules selected, the device delivered approximately 4 joules. The device also displayed a ¿poor pad contact¿ message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.